Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in an iliac artery lesion using an indigo system aspiration catheter 6(cat6). It was reported that the patient underwent a catheter assisted thrombolysis (ekos) for 24 hours then brought back to the catheterization laboratory. During the procedure, the physician introduced a non-penumbra balloon catheter in the target vessel, then attempted to advance it through the extensive clot; however, the physician crossed the lesion with difficulty. Therefore, the physician removed the balloon catheter and attempted to use a cat6. It was noted that the physician attempted to advance the cat6 through the lesion a couple of times without success. Therefore, the physician removed the cat6, ballooned the lesion, and then tried to use the cat6 again. However, the physician was still unable to advance the cat6 through the thrombus and therefore, the cat6 was removed with no damage and the procedure was completed by placing a stent device. There was no report of an adverse effect to the patient.